Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Subsequently, the pump shut down. Reportedly, the customer was able to charge the pump with an alternate cable. The customer's blood glucose (bg) level was over 600 mg/dl. The customer went to the emergency room where they were treated intravenously with insulin and fluids. Customer was released five and a half hours later in stable condition and a blood glucose of 263 mg/dl.